Event description:
Ous MDR - at a scheduled follow-up the rv lead showed artifacts which led to oversensing on the rv channel. This was thought to be the beginning of an rv lead fracture. The lead was extracted on (B)(6) 2016 and was sent back for inspection. There were no adverse patient side effects reported. Should additional information become available, this event will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple signs of wear along the lead body. In particular in the distal area of the lead the insulation was found rubbed through. This damage can be considered as the root cause for the clinical observation of artefacts which led to oversensing as reported in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve should be taken into account. Diagnostic images clarifying this assumption were not available. During further analysis the lead demonstrated a deformed lead body in the proximal area which most likely occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.